Event description:
It was reported, the patient was experiencing pain and swelling at her ipg pocket site. The patient underwent a surgical procedure on (B)(6) 2013 and her physician removed some tissue from her ipg pocket site. It was noted there was no fluid in the pocket. The physician re-implanted the ipg in the patient's original pocket site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.